Event description:
A total hip arthroplasty was performed on (B)(6) 2021. During postoperative x-ray, a femoral bone fracture was discovered under the lesser trochanter. The patient was reopened and cable was used to reinforce the bone.